Event description:
Two lower 12mm screws fractured about 1-2 months post op. Screws remain in pt in hopes of a successful fusion and that remaining screws will hold construct together. Refer to mfg medwatch report # 1219655-2000-00037.